Event description:
It was reported that the sensor had a missing electrode upon its removal from the user's body. The caller stated that when the sensor was inserted, the green light did not flash six times and this issue occurred twice. The caller did not know the blood glucose reading. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and one of two had a cannula retracted inside of the sensor base and broken. The broken part was not found. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensors opened and used. A bicarbonate buffer test was performed on the remaining sensor and the sensor failed with no isig readings. The lab transmitter was checked for proper use and operation and passed per specification.